Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro's jaws never shut off. The harvester disconnected the cable from the hemopro device. A replacement hemopro device was connected to the same extension cable and power supply, and the procedure was completed. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.